Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer was hospitalized due to diabetic ketoacidosis from a gallbladder infection. The customer was treated with intravenous insulin infusion and stated no symptoms. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer passed away, was hospitalized for high bgs, dka and gall bladder infection found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. The pump passed the screen test, led test and tone test, however, the pump was unable to vibrate during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2021 in the formatted history file. Pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly was confirmed during self test due to corrosion on the vibrator assembly. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 dailytotalofallinsulindelivered = 28.725 (B)(6) 2021 dailytotalofallinsulindelivered = 31.325 (B)(6) 2021 dailytotalofallinsulindelivered = 31.325 (B)(6) 2021 dailytotalofallinsulindelivered = 31.125 10/10/2021 dailytotalofallinsulindelivered = 22.425 (B)(6) 2021 dailytotalofallinsulindelivered = 26.625 (B)(6) 2021 dailytotalofallinsulindelivered = 22.125 (B)(6) 2021 dailytotalofallinsulindelivered = 18.825 (B)(6) 2021 dailytotalofallinsulindelivered = 29.325 (B)(6) 2021 dailytotalofallinsulindelivered = 23.125 a cracked retainer was confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Vibrate anomaly was confirmed during self test due to corrosion on the vibrator assembly. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.